Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3509 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after infusion with physiologic solution they noted an edema under the skin. Removing the device they noted a hole on it.